Event description:
Ventilator was alarming on technician's entry into room. Display read airway pressure disconnect. Alarm could not initially be reset. Ventilator appeared to be operating normally. Patient reconnected to ventilator, but felt no breaths being delivered. Patient removed and placed on another ventilator. Ventilator was checked by clinical engineering. It ran without failing for two days. It then filed the self-test.invalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jun-93. Service provided by: user facility biomedical/bioengineering department. Service records available.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: other. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.